Manufacturer narrative:
Please note that this device (solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (euphora). If information is provided in the future, a supplemental report will be issued.

Event description:
A solarice balloon catheter was intended to be used to pre-dilate a mildly calcified lesion in the lad with 80% stenosis. No abnormalities reported in relation to anatomy. There was no damage noted to the device packaging. No issues were noted when removing the device from the hoop. The device was inspected with no issues. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It is reported that a balloon burst occurred during balloon inflation. The physician has commented that the event was due to the use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury is reported.

Manufacturer narrative:
Evaluation summary: protective sheath and stylette were returned loaded on device. The balloon returned with blood visible in the balloon and inflation lumen. Device was placed in waterbath to disperse blood. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a longitudinal tear on the balloon. The balloon material was jagged and uneven at the tear site. Lead in scratches were evident distal to the tear site. Distal balloon bond was severely stretched. If information is provided in the future, a supplemental report will be issued.